Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a crack in the lens of the receiver (rx) module is causing no images to be displayed or intermittent images to be displayed. Since no e116 error was observed, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor had an e116 error on screen. The issue was found during an unknown procedure. The device was rebooted and procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the receiver module lens was cracked and causing an intermittent image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.